Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-may-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was scheduled to have a lead revision on (B)(6) 2020. The reason for the revision was unknown at this time. Additional information received from a manufacturer representative (rep). It was reported that the patient experienced multiple falls resulting in a lead migration and a subsequent change in therapy. The leads were revised on (B)(6) 2020 resulting in better distribution and improved therapy. Everything remained implanted and in use.